Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that the infusion set did not allow insulin to run but it leaked on the side. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer does not remember if the alarm occurred during manual prime. The customer was unable to troubleshoot during the time of call. The customer is being sent a replacement reservoir.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.